Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system is not providing stimulation coverage due to auto-reduction. The sjm representative interrogated the system and found no issues. X-rays revealed no anomalies. The next course of action is undetermined.